Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump did over infuse during the investigation. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was over infusing. They stated that they tested it twice and that it over infused both times. Mmdg followed up with the initial reporter to obtain additional information who stated that this had occurred during testing and no patient had been affected. (B)(4).